Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy pedal was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would emit an x-ray without pressing the foot pedal. No patient injury was reported.